Event description:
It was reported that the device was used during a total laparoscopic hysterectomy, the device did not throw a knot. Top part of the reload broke off into the patients abdomen, all parts were retrieved from the patient. The case was completed by opening another device with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.